Manufacturer narrative:
Occupation: interventional cardiology additional email address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after more than 24 hours of intra-aortic balloon (iab) therapy, the customer noticed that the radiopaque marker at the base of the iab had migrated. The customer noticed this when comparing a current chest x-ray with one from the previous day. They stated there had been no alarms, abnormal waveforms, or change in patient condition. They expected to continue therapy with the iab for 1-2 more days. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. Photos were provided and reviewed. Two kinks were found on the catheter tubing approximately 34.5cm and 76.2cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The root cause of the reported failure ¿iab - iab migrated & difficult/unable to view marker¿ was found to be rear tantalum migration that happened after the tantalum became unattached from the inner lumen. The tantalum migration is unlikely to have occurred within the manufacturing facility. The DHR was reviewed, as well as the training record of the operator, the setup sheet of the dispenser, and the calibration of the gages; no issues were found. The iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is tested multiple times to check the correct assembly and location of the rear tantalum marker. Furthermore, the manufacturing process was reviewed, and no issues were identified. The root cause of the tantalum migration cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g7, h2, h11. Corrected fields: h6 (investigation finding, investigation conclusion). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. Photos were provided and reviewed. Two kinks were found on the catheter tubing approximately 34.5cm and 76.2cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected.